Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the status light is off and the pit button lights red.

Event description:
Reportedly, the status light is off and the pit button lights red.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. - upon reception, the returned home monitor was tested and the reported behavior was confirmed: the status light switched off after a minute and the pit button lights red. - the root-cause could not be determined. However, it could have resulted from a short circuit on the hardware or from an issue with the modem of the home monitor.